Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller was exchanged due to the display having burred text, some of the driveline outer layer was broken, and it was noted there was a driveline fault in (B)(6) 2025 and the latest on (B)(6) 2025. The log files were reviewed and showed a single driveline fault alarm on (B)(6) 2025. It was recommended after controller exchange the patient be monitored for driveline fault alarms. There were no other unusual events seen. Log files were provided after the exchange. The log files were reviewed and found no unusual events, and the device was operating as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed driveline fault alarms. Although a specific cause for these alarms could not be conclusively determined, based on previous complaint history, the alarms captured in the submitted log file appeared to be consistent with potential driveline wire compromise. Additionally, the reported superficial driveline damage could not be confirmed through review of the submitted photos. A specific cause for the damage could not be conclusively determined through this evaluation. The submitted log files collectively contained events and data from (B)(6) 2025. A silenced, driveline fault alarm, associated with a yellow wrench advisories, was captured on (B)(6) 2025. Electrical continuity data suggested a potential wire conductor breakdown issue with the yellow wire within phase 1. No other notable events or alarms were observed. Despite this finding, the pump appeared to function as intended and operated at or above the low speed limit (lsl) for the duration of the file. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). The patient had additional driveline faults and a driveline repair was performed on (B)(6) 2025 (reference 2916596-2025-05255). Incidental findings: the driveline was disconnected on (B)(6) 2025 at 10:12:43. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 6, ¿patient care and management¿, discusses wear and tear to the driveline, contains information on ¿caring for the driveline¿, and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 5, "surgical procedures", cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 7, ¿alarms and troubleshooting¿, addresses all system controller alarms (including the driveline fault alarm) and how to respond to such events. Section 6 ¿patient care and management¿ warns that the pump will stop if the driveline is disconnected from the system controller and instructs to reconnect the driveline to restart the pump. The heartmate ii lvas patient handbook, rev. B, is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Additionally, the patient handbook outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. The handbook also addresses all system controller alarms and how to respond to such events. The handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. This handbook provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. The current revision of the IFU and patient handbook can be found on the electronic IFU page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Further review of the log files revealed a driveline disconnect while connected to (B)(6) on (B)(6) 2025 at 10:12:43. It was noted this may have triggered during the system controller exchange. The driveline was not disconnected after the successful exchange to (B)(6).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the softened portion of the driveline damage was wrapped with micropore. The patient did not experience any additional driveline fault alarms, however evaluation of the patient's replaced portion of the driveline did not find wire damage that would have contributed to the alarms.